Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittencies with device use. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Revision surgery is scheduled; however, has yet to take place.